Event description:
A 48-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025, as part of the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma." While enrolled, the patient experienced the serious adverse event of cerebral oedema which required hospitalization. On (B)(6) 2025, the subject was randomized into the study. The subject received pembrolizumab or placebo in infusion of volume 100 ml IV first on (B)(6) 2025. This was the last dose before the event. The subject received maintenance cycle of temozolomide, cycle 1 at a dose of 150 mg/m2 per day, with total administered dose of 320 mg ongoing since on (B)(6) 2025. The last dose of tmz before the event was on october 18, 2025. On (B)(6) 2025, the study device was applied at 200khz ttfields in two sequential, perpendicular field directions at a maximal intensity of 707 rms. The last date of study device use before the event was october 19, 2025. On (B)(6) 2025, the subject experienced an acute worsening of somnolence and aphasia, accompanied by four episodes of emesis. The subject was unable to ambulate, speak, or move, prompting emergency medical services (ems) to be called to the residence. The subject was airlifted to a local hospital and subsequently hospitalized on the same day. Initial cranial tomography (CT) and magnetic resonance (mr) imaging were negative for acute pathology, including stroke, hemorrhage, or other worsening conditions. On (B)(6) 2025, CT head was revealed to be stable and ruled out stroke. Cta of head and neck on the same day revealed to be stable with no occlusion and ruled out stroke, and MRI perfusion with/without contrast of brain revealed to be stable but demonstrated increase in flair which suggests increase in cerebral edema. There is no concern for tumor progression at this point of time. On (B)(6) 2025, MRI with and without contrast was performed, but results were unavailable at the time of this report. Treatment for the event included: dexamethasone (4 mg/daily, ongoing since on (B)(6) 2025) the subject's symptoms improved rapidly following treatment with dexamethasone. On (B)(6) 2025, the subject underwent a craniotomy for tumor debulking, and a surgical pathology examination was also conducted, revealing glioblastoma (recurrent gbm with treatment-related changes). Action taken with pembrolizumab/placebo, and study device was treatment temporarily interrupted on (B)(6) 2025, respectively. No action was taken with temozolomide. The event did not subside after interruption of treatment with study device and pembrolizumab/placebo. If the event recurred after the treatment with pembrolizumab/placebo and study device were reintroduced was not applicable as all the study treatments are on hold until on (B)(6) 2025. MRI with/without contrast was performed post-surgery on (B)(6) 2025, however, results were unavailable at the time of this report. At the time of the report the event was ongoing, and the subject was still in the hospital. Prior to the start of this sae, the subject experienced the following serious adverse events (saes): cerebral edema grade 3 (from on (B)(6) 2025). Initial information was received on 21-oct-2025 and 23-oct-2025., follow-up information was received on october 29 and october 30, 2025.

Manufacturer narrative:
The investigator considered the event of worsening cerebral oedema, grade 3/severe in intensity as probably related to pembrolizumab or placebo, probably related to study device, possibly related to temozolomide and not related to study procedure. In the opinion of investigator, the event was related to primary study condition of gbm and radiation therapy, additionally, per the investigator, MRI brain imaging demonstrated an increase in cerebral edema, which may have resulted from immunotherapy and the device. The subject's symptoms improved following administration of steroids, which are known to reverse immunotherapy-induced inflammation. The sponsor considered the event of worsening cerebral oedema, grade 3/severe in intensity, as not related to pembrolizumab or placebo, not related to ttfields, and not related to temozolomide. The subject's recent cerebral edema episode, in conjunction with the medical history of cerebral edema prior to randomization and since on (B)(6) 2025, is likely due to the underlying condition of gbm and explains the worsening of the reported event. The sponsor is awaiting receipt of baseline imaging data and will perform a reassessment upon review of follow-up information. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).

Manufacturer narrative:
On november 20, 2025, novocure received additional information from the study site. Outcome of the event was updated from "not resolved" to "resolved with sequelae". Sequalae of the event was updated from 'blank' to 'right hemiparesis'. Ongoing field was updated from "yes" to "no". End date was updated from "blank" to "(B)(6) 2025". On (B)(6) 2025, novocure received additional information from the study site stating that the patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
On february 11, 2026, novocure received additional information from the study site. The following information was updated/added. Relationship to study device was updated from "probable" to "possible". Concomitant procedure form was updated. Other treatment medications details were updated. Non serious adverse events prior to this event details were updated. Follow-up information does not affect causality, expectedness, and reportability assessment of the event.